Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "ER 2" message with 3 different test strip lot numbers. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages her diabetes with humalog insulin. At the time of the alleged issue, the patient began to administer her dose of humalog insulin based on counting carbohydrates. The patient did not specify any symptoms developed. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest but was not able to resolve the alleged issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged "ER 2" message remained unresolved.